Manufacturer narrative:
Section d6a: implant date inadvertently reported in initial report and is not applicable for this device updated manufacturer's investigation conclusion: the reported event of yellow wrench advisory alarm and nothing being displayed on the lcd screen was confirmed during analysis. The returned system controller (serial number: (B)(6), backup battery sn: (B)(6)) was connected to laboratory test equipment, and the power module immediately alarmed with a yellow wrench advisory alarm as well as the controller was noted to be unable to communicate with the system monitor and not able to operate the test pump. The controller was then disassembled to investigate the internal circuitry. Further analysis of the main pcba revealed a compromised/damaged capacitor (c147). The damaged capacitor was successfully replaced with a known good component. The controller was reassembled and when connected to the test equipment operated as intended with no active alarms. The controller was re-tested and passed the functional test procedure; the controller was able to support a mock circulatory loop for an extended period of time without any issues. A specific root cause for the compromised capacitor was not able to be determined during this investigation. Incidental findings: there was a green residue was noted near the controller¿s power cable housing assembly the device history records were reviewed and the records revealed the controller was manufactured in accordance with mfg and qa specifications. Heartmate 3 patient handbook section 5- ¿alarms and troubleshooting¿ and heartmate 3 instructions for use section 7- ¿alarms and troubleshooting¿ address all alarm conditions including those associated with system controller fault alarms. Heartmate 3 instructions for use section 2- system operations mentions that keep the system controller power cables dry and away from water or liquid. If the system controller power cables come into contact with water or liquid, the system may fail to operate properly, or you may get a serious electric shock. Do not allow patients to swim or take tub baths while implanted with the left ventricular assist device. Patient immersion in water may cause the device to stop. Heartmate 3 instructions for use section 8 ¿equipment storage and care¿ informs the user that ¿the external components should undergo routine and periodic inspections, cleaning, and maintenance as prescribed in this section. Heartmate 3 instructions for use and heartmate 3 patient handbook both caution the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of yellow wrench advisory alarm and nothing being displayed on the lcd screen was confirmed and reproduced via analysis of the returned system controller. The event log file collected from the returned system controller contained approximately 7 days of data ((B)(6) 2019, per the time stamp). Towards the end of the log file, the controller has captured several intermittent com_a and com_b faults. During these events the pump speed and the calculated average flow were recorded at 0 rpm and 0 lpm respectively; at this time, the log file has captured the time clock resetting to the default date of january 1, 2001 at 01:00. The last events of the log file recorded multiple controller internal fault alarms due an lcd communication fault as well as the driveline being disconnected from the controller. Prior to the first com_a and com_b faults, there were no other notable alarms or events active in the log file. The returned system controller (serial number: (B)(4), backup battery sn: (B)(4)) was connected to laboratory test equipment, and the power module immediately alarmed with a yellow wrench advisory alarm as well as the controller was noted to be unable to communicate with the system monitor, and thus failed the preliminary testing reproducing the reported event. The controller was then disassembled to investigate the internal circuitry. A thick green fluid was noted near the controller¿s power cable housing. Further analysis of the main pcba revealed a damaged/open capacitor (c147); the top of the capacitor (c147) was discolored compared to the capacitors. The damaged capacitor was successfully removed, and the controller was reassembled and connected back to test equipment. The system controller operated as intended with no active alarms. The controller was re-tested and passed the functional test procedure; the controller was able to support a mock circulatory loop for an extended period of time without any issues. Although it inconclusive, the investigation suggests that the root cause of the damage found in the controller¿s main pcba can be attributed to the ingress of fluid into the controller¿s housing. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on: (B)(6) 2018. It was reported that the patient saw a yellow wrench on the controller and the lcd screen was blank. The patient exchanged controller without issue. The vad coordinator plugged the controller into a power module and the system monitor would not recognize the controller and continued to read "not receiving data". No additional information was provided.